Event description:
It was reported the customer was experiencing high and low blood glucose. The customer reported the issue started occurring after they had received their replacement insulin pump. The customer also reported their sensor data was increasingly accurate. It was also found the customer was receiving motor error alarms on their insulin pump. The customer also reported cracks in their insulin pump. It was also found the reservoir does not click into the insulin pump like it normally does. The customer's last known blood glucose was 156 mg/dl. Customer declined to troubleshoot for any of the issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.